Event description:
It was reported that the ventilator's turbine was not spinning up. The ventilator was not connected to a pt when the reported problem occurred. It is unk if the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na